Event description:
Endosuture system sw-100 5 mm being used by dr. During a elective laparoscopic nissen hiatal hernia repair. The endosuture system failed during the procedure and the tip fell off. The tip was completely retrieved by dr.